Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon interrogation, non-sustained right ventricular oversensing due to post-paced t-wave oversensing was noted. The patient did not receive therapy during the oversensing. Programming changes were discussed. No further information available.